Manufacturer narrative:
There were two devices returned for evaluation; therefore, serial number verification could not be completed. However, reliability engineering evaluated the devices and were found to meet all manufacturer specifications. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number was unknown. Therefore, the device manufacture date is unknown as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event. It was reported that during craniotomy surgery, it was observed that the motor device ¿seemed to bog down¿ when in use with a console device. According to the report, when the surgeon was turning the flap, he was unsure if the device was at maximum power. When the surgeon was near the zygomatic arch, it was observed that the motor device ¿seemed to bog down¿. As a result, there was a five minute delay to the surgical procedure. The actual devices were used to successfully complete the surgical procedure. It was not reported if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.